Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device alarmed due to a back up alarm failure. There was no patient involvement.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The customer was previously contacted by investigator and no further information was provided.